Event description:
It was reported that an unexpected reset occurred. Customer reloaded the cartridge and successfully resumed insulin delivery. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.